Event description:
During implantation of the intraocular lens, the capsule tore as the lens was unfolding in the eye. The doctor performed an anterior vitrectomy. The capsule was intact prior to lens insertion. The doctor stated that he examined the lens post-op and he observed a rough edge on the lens. The patient is doing very well.